Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted on the hypotube shaft and could not identify any kinks or damages on polymer extrusion shaft. A detailed microscopic examination of the balloon material identified a pinhole above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages on polymer extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon however, pressure was unable to be maintained as inflation liquid was observed leaking from pinhole above the proximal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that the balloon leaked. The 70% stenosed target lesion was located in the left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not be inflated upon reaching the lesion. When the device was removed together with the guide catheter, it was noted that the balloon leaked. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the balloon leaked. The 70% stenosed target lesion was located in the left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not be inflated upon reaching the lesion. When the device was removed together with the guide catheter, it was noted that the balloon leaked. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.